Event description:
It was reported that this patient's left hip was revised approximately 7 months post initial operation. Subsequently, the patient's stem became loose causing pain. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6), 01-030-01-0552 - alt cup clstr g5 sz 52, (B)(6),170-36-93 - biolox delta femoral head 36mm od, -3.5mm, 190-31-04 - alt ha s clr ext sz 4, (B)(6), 01-030-40-0536 alt xle lnr ntrl g5 36. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the revision may be the result of the loosening as reported but this cannot be confirmed from the information provided. An additional contributing factor the reported loosening may be patient-related considerations. The devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.